Event description:
A surgeon reported that he planned to explant an intraocular lens (iol) due to glare. In a follow-up a tech reported the event was not resolved with treatment (lens exchange).

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved monarc d cartridge was used. Not enough information was provided to conduct a review on the monarc d cartridge lot. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information was requested and received. A completed questionnaire was received on 05/29/2013. (B)(4).